Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Cam02 unit has intermittent connection issues when connecting to the catheter. The biomedical engineer was told that the camcable being used was from an older unit and that the camcable was not compatible with the unit. Additional information received from the nurse manager was as follows: "since this was not a patient related concern but rather operator error there is no information available.